Event description:
An aq2003v model lens was implanted but the surgeon did not like the way the lens was sitting in the eye. The patient had weak zonules and felt it was best to remove the lens and insert another. There no patient injury or product malfunction. The lot number and model of the injector and cartridge are unknown.